Manufacturer narrative:
Investigation summary - cubby made multiple attempts (3 phone calls for follow up and 11 email conversations) to obtain additional information, pictures and return product for inspection. Complainant described the safety sheets to be performing as intended prior to the event. Complainant confirms the damaged or missing zipper teeth were not noticed because the zipper zipped up as intended. Child noticed the missing teeth and separated the zipper at that location. Attempts to obtain the safety sheets for evaluation of the reported issue were unsuccessful, and therefore the issue could not be confirmed. There is no indication that the product was received damaged. Based on the information provided by the customer, the safety sheets were performing as intended until the child intentionally manipulated the zipper causing separation. The device's labeling and assembly instructions (cubby safety bed user manual, lbl-0002, rev a) were examined to ensure they appropriately guide the use and care of the safety sheets and adequately warn of the consequences of improper assembly and usage. The user manual includes a warning for possible entrapment due to failure to use the safety sheets and to ensure safety sheets are completely zipped and locked in place, and instructs assembler to secure the sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing it, and a warning "do not use the product without the safety sheet zipped and locked in place. Do not use regular fitted sheets." Review of manufacturing controls and inspection processes concluded that the controls in place would have identified if the product was nonconforming at the time of manufacture. Root cause - the information gathered during the investigation indicates the immediate cause of the safety sheet zipper separation is broken zipper teeth which were exploited to create a larger gap. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
Retrospective feedback: complainant, the mother of the patient, reported their installed canopy safety sheet zipper had "busted" and that their child had attempted to exploit the gap created by the canopy safety sheet zipper damage. Zipper on the canopy connecting the safety sheet zipper was missing teeth, and caused the sheet to separate. Daughter pulled the zipper apart. Photographs provided by the mother indicated that the teeth of the canopy's zipper for the safety sheet had been damaged and missing teeth. There was no other damage to the bed reported by the complainant. Complainant reported that the child sustained an injury as a result of the reported issue. The child's leg got stuck between the mattress and the frame pole. The injury was a sprained ankle which required attention from a medical doctor who placed a cast on the child's ankle for a period of time ("a few weeks" according to the mother of the child). Follow up: sensory medical followed up with the customer after replacement canopy was sent, and customer states the product has been working well and no reports of defects.